Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface pcb (gib) and fluoroscopy functions pcb (ffb) were evaluated and reseated. Connections inside the pwb rack box were also reset during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.